Event description:
The patient stated a few months ago he experienced two vgos where the needle button released own its own. The patient stated he did not hit the release button in error. The patient stated he was laying down when the needle button released and when he tried to push the needle button back in, it was locked out. The patient does not remember exactly when this event happened. The patient discarded the two vgos.